Manufacturer narrative:
B3: event date is not known.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported they had an MRI next week and they didn¿t know what to do to get the MRI. Pt stated they needed to put the implant into MRI mode. Pt mentioned that every 3 months when they see their healthcare professional (hcp) for a test, the hcp turned the stimulation off to check different things on the controller that doesn¿t show up and that was when they felt shock. Agent assisted with putting the implant in MRI mode and the controller showed full body eligible. The controller ins 80% and the controller was at 100% charged. Agent reviewed device function and recommended the pt consult with their hcp regarding the shock. Pt was redirected to their healthcare provider to further address the issue.